Event description:
It was reported that a future revision for an ams700 inflatable penile prosthesis implant is planned for unknown reasons. No patient complications were reported in relation to his event. Further information was requested and is not yet available. Should additional information become available, this complaint will be reassessed.